Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with results obtained of lo. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). The customer is calling because he wants what the result lo means.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with results obtained of lo. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on 01/05/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is within the month of december 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:112mg/ dldate: (B)(6) 2017 time:10:30pm fasting. Result 2:107mg/ dldate: (B)(6) 2017 time:1:07pm fasting. Result 3:111mg/ dldate: (B)(6) 2017 time:1:05pm fasting. Result 4:84mg/dl date: (B)(6) 2017 time:11:47am fasting. Result 5:lo date: (B)(6) 2017 time:9:23pm fasting. The customer is calling because he wants what the result lo means.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on (date) resulted in defect found: returned test strips produced e-3 error codes and black chemistry observed final root cause : black chemistry due to improper storage. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.